Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v234237, implanted: (B)(6) 2009, product type: lead; product ID: 3389s-40, lot# v234237, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient is experiencing shocking sensation. The caller stated when they go fill up their dog bowl and is at spigot they get shocked, or when he is laying on the hard wood or carpet and touched someone, he would shock them. The caller stated he had an open circuit discovered shortly after implant and the healthcare provider could not program the device. The caller stated he had the lead replaced 2-3 weeks after implant, and it had another open circuit, but the healthcare provider could program the device. They later stated they took out the lead and put it back in. The caller wanted to know if the open circuit is causing the shocking sensation. They stated they can't get an MRI because of the open circuits. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating there has always been an open circuit that couldn't be connected with the right stimulator. The cause of the short circuit and shocking remained undetermined. Interrogation today showed the unit as nonfunctional battery. The short circuit and shocking has not been resolved. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.